Event description:
(B)(4) product started leaking during IV admin. It was a 4 lumen central line at the right ij site. Line placement was good as confirmed by xray. IV team called in to investigate leak. Noticed crack along the black catheter line. Another (catheter) line was j-wired and functioned fine.